Event description:
Ambu bag used to oxygenate the pt prior to intubation. Resp. Therapist unable to remove the face mask from the bag. Another bag was opened and pt successfully bagged post-intubation. Inability to remove mask - delayed oxygenation of pt. No one has been able to remove the face mask from ambu bag.